Event description:
It was reported the patient's ventricular lead had high impedance, noise, oversensing and a suspected fracture that lead to inappropriate shocks and an emergency room visit. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured, and the defib conductor was distorted. Blood/body fluid was present on several conductors (not obstructed), which were also stretched. Blood/body fluid was found on the outer tubing overlay, which was also breached cut and exhibited cosmetic environmental stress cracking. The outer insulation was breached cut and the lead appeared to have been stretched.